Event description:
A 5mm diameter x 12mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a 70% stenosed left renal artery lesion in 2004. The pt's vessels were reported to be non-tortuous with little calcification. The lesion was reported to have an inferior take-off. The lesion was pre-dilated one time using a 4mm x 20mm balloon. It was reported that the lesion was previously treated using another MFR's stent and angioplasty had been performed several times since initial treatment. During inflation of the racer delivery system balloon the distal end inflated first and the stent displaced off the balloon. After deployment the stent was left protruding 4mm to 5mm into the aorta. It was reported that the lesion was sufficiently treated and no intervention was performed. No sequelae were reported and the pt is reported to be fine.